Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device to support a patient transferred from the community to tertiary hospital for three vessel coronary artery bypass grafting (CABG) due to multivessel coronary artery disease (cad). The pump was placed via direct insertion but after approximately a half hour, the pump stopped. There was an alarm followed closely by the pump stopping. There was also a brief controller failure alert. The staff performed the appropriate automated impella controller (aic) swap but the pump still would not start. The pump was explanted and the patient was placed on an intra-aortic balloon pump (iabp) and then escalated to extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
According to the engineer the reported issue was related to pump only. No fault with the automated impella controller (aic). A regulatory report is no longer necessary. Please see manufacturer device report 1220648-2024-07716 for investigation for the pump.